Event description:
It was reported that a decrease in the battery's longevity was observed. The battery longevity decreased by approximately 4 years, within 12 months time. The ventricular pacing is only at 11%, and all parameters are within normal range. A pdf file was saved and submitted to boston scientific technical services for review. A ts consultant discussed that based on the information provided, the depletion does not appear to be normal; however, a copy of device memory was requested for further investigation. At this time, there has been no additional information provided from the field. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain additional information as to whether this device was replaced, and without a returned product, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a decrease in the battery's longevity was observed. The battery longevity decreased by approximately 4 years, within 12 months time. The ventricular pacing is only at 11%, and all parameters are within normal range. A pdf file was saved and submitted to boston scientific technical services for review. A ts consultant discussed that based on the information provided, the depletion does not appear to be normal; however, a copy of device memory was requested for further investigation. No additional information was provided to technical services for further battery analysis. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain information regarding whether this pacemaker was explanted and replaced, no additional information has been able to be gathered.